Event description:
It was reported, that during testing. The pump failed volume test. No patient injury reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional reportable information becomes available.

Manufacturer narrative:
One device was returned for analysis. Visual inspection showed a lifted dso seal. The tamper seal was broken. There was no evidence to review in the device's event history log. An accuracy test was performed and the reported issue was not duplicated. The pump was found to be delivering within manufacturing specifications. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. Email is: (B)(6). Corrected data: h6: health effects, health impact.